Manufacturer narrative:
Batch review performed on 18 december 2025. Gmk-spherika 02.12.ka176r gmk spherika femur porous tigrowthc+ha s6+r (k223548) lot 2425406: (B)(4) items manufactured and released on 22-jan-2025. Expiration date: 09-jan-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.e0610fr gmk-sphere tibial insert e-cross - flex 6r - 10mm (k202022) lot 2337149: (B)(4) items manufactured and released on 16-oct-2023. Expiration date: 26-sep-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.3d06r gmk 3dmetal tibial tray size 6r (k221850) lot 2339135: (B)(4) items manufactured and released on 23-jan-2024. Expiration date: 08-jan-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 week from the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the femoral component, poly and tibial tray. The surgery was completed successfully.